Manufacturer narrative:
The customer reported leakage and returned one used sample of material unknown and lot. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was pressurized and primed with water to check for the leak, but no leak was found. The customer complaint was unable to be replicated. The root cause was unable to be found without an observed failure. A device history record review could not be performed because a model and lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the verbatim: ¿IV tubing leaking at connection site - target: medication administered to patient through IV tubing. Actual: medication appeared to be leaking from IV extension tubing (maxguard extension set) from top of where med tube connected to filter tubing. (Not from loose connection). Gap: uknown amount of medication not administered to patient due to leaking.¿